Event description:
It was reported that during procedure, the fixation stylet was stuck in the inner lumen of the lead. The lead came apart when the stylet was attempted to be pulled out. The lead was replaced. The patient was stable.

Manufacturer narrative:
The reported event of 'the fixation stylet was stuck in the inner lumen' was confirmed in the laboratory. A complete lead was returned in one piece for analysis. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil.